Event description:
It was reported that the patient presented to the emergency room (ER) because their implantable pulse generator (ipg) "has a propensity for getting stuck on 130 beats per minute". It was further reported by the patient that "the ER physician found a magnet and solved his problem". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.